Event description:
The iab was inserted without difficulty. After the iab was connected to the pump, helium loss alarms were detected. The iab was then removed and replaced. There were no pt complications.